Manufacturer narrative:
Cerebrospinal fluid leakage is a known inherent risk of any neurosurgical procedure as identified in the instructions for use.

Event description:
Following the initial procedure where duramatrix onlay plus was used, the patient underwent a revision surgery as a result of a cerebrospinal fluid leak (csf leak). It is unknown how the surgeon circumvented the issue. No additional information relating to patient condition following revision surgery has been provided.